Event description:
This is an initial and final report. A report was received from the clinical study indicating that approximately 47 months post index procedure, this patient was hospitalized due to unstable angina pectoris iiib. There was a st-elevation in the ECG that was short lasting and transient. In 2006, a control angiography was performed and revealed a new stenosis proximately to the previous stent in the lad. The same day a re-ptca was performed at the target vessel (proximal left anterior descending). The new lesion was within 5 mm of the previous stent and is therefore considered as restenosis. This stenosis was successfully treated with a new stent.

Manufacturer narrative:
A female patient experienced restenosis approximately four years post implantation of four cypher stents. The patient's medical history includes unstable angina, myocardial infarction (mi), hypertension, hypercholesterolemia, chronic obstructive pulmonary disease (copd), and smoking. The patient was admitted to the hospital for unstable angina requiring percutaneous transluminal coronary angiography (ptca). Angiogram revealed lesions in the mid right coronary artery(rca), obtuse marginal (om), and the mid left anterior descending (lad). Vessel characteristics are unknown. Pre-procedural medications included aspirin, beta-blockers, nitrates, diuretics, and simvastatin. Activated coagulation time (act) was not monitored. Cardiac enzymes measured six hours pre-procedure were reported within normal values. It is unknown if pre-dilation was conducted before implantation of the stents to the mid rca, om, and mid lad. The mid rca was directly stented using a cypher (3.5x33) deployed at 13atm. The om had a cypher (2.50x13) implanted using a deployment pressure of 13 atm. The mid lad had two cyphers (2.5x18) implanted using a deployment pressure of 16 atm. All cyphers were successfully implanted without any report of injury to the patient. Post-procedure, timi flow and/or ivus is unknown. The patient was continued on clopidogrel and aspirin. Cardiac enzymes measured twelve hours post-procedure were reported within normal values. Approximately four years post the index procedure; the patient was hospitalized for six days due to unstable angina pectoris. The patient also presented with gastrointestinal bleeding which necessitated transfusion with two units of blood. The patient's angina improved; however, she was still experiencing chest pain at the time of discharge. Three days later, the patient was re-hospitalized for unstable angina pectoris. Electrocardiogram revealed short lasting and transient st elevation. Biomarkers were not significantly elevated; therefore, an mi was ruled-out. Angiogram revealed restenosis in the proximal lad within 5mm of the previous implanted stent. The product remains implanted in the patient thus not available for evaluation. A device history record review was conducted and the product met quality requirements for product acceptance. Conclusion: restenosis is a known potential adverse event post stent implantation often associated with the progression of cardiovascular disease. Based on the available information, it appears patient factors may have contributed to this event. Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of two products being reported for the same event. This manufacturing reports # is applicable to two devices with the same catalog and lot number. Any additional information will be submitted within 30 days of receipt.